Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Approximately, three weeks of post deployment, it was reported that there appeared to be an occlusive thrombus in the inferior vena cava from just below the level of the hepatic vein extended to the iliac bifurcation and into the right renal vein. The inferior vena cava filter had migrated superiorly from its initial placement and was tilted an angle towards the left. On the next day, abdomen complete showed that an inferior vena cava filter was seen to the right of the l1 vertebral body. The inferior vena cava filter appeared in different position since its placement. One of the legs projected far laterally. Mr angiogram of abdomen without and with contrast demonstrated that the patient was status post suprarenal inferior vena cava filter placement. After, four days, computed tomography angiogram showed that multiple filling defects were present within the pulmonary arterial tree. The left lower lobar artery contained an embolus which was nearly occlusive with extension into multiple segmental branches. Clot was also present in the proximal portion of the left upper lobar artery. Additionally, a filling defect was present within right lower lobar artery also extended into multiple segmental branches. Right upper lobe segmental emboli were present. Around, two years and three months later, it was reported that the filter was apparently migrated and no longer functional. Therefore, the investigation confirmed for the filter tilt, obstruction of blood flow and filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7,g3, h6(conclusion) h11: d1, d4(product catalog no.),g1, h6(method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Subsequently the filter is apparently migrated. Following month from deployment, the kub single showed the ivc filter appears in different position and one of the legs projects far literally. Three days followed by that, mra showed evidence of pe in the pulmonary arteries and the filter is tilted with apparent extension of the thrombus above the filter. Therefore, the investigation confirmed for the filter tilt, migration of the filter and thrombus. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.